Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer was "incoherent" and required assistance from their spouse, who assisted customer with consuming carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.